Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false elevated architect magnesium results for one patient. The customer provided: pt¿s initial = 7.4 mg/dl, repeat = 1.3 mg/dl (normal range 1.6 to 2.6 mg/dl) there was no impact to patient management reported.

Manufacturer narrative:
The customer performed troubleshooting which included calibrating the sample probe and reagent probes, installing fresh detergent and acid wash, followed by assay calibration and qc analysis. No additional discrepant result issues have been reported since the troubleshooting was completed. A review of service history for the architect c4000, serial number c402045, revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data for the architect c4000 did not identify any trends. A review of tracking and trending for the sample probe did not identify any trends or systemic issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the sample probe or the architect c4000 processing module, serial number (B)(6) was identified.